Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the guidewire fractured. The physician selected an accustick¿ ii system for use in a percutaneous nephrolithotomy (pcnl) procedure in the kidney. During the procedure a 12cm piece of the guidewire broke. The fractured portion was able to be retrieve from the patient. No further patient complication were reported.